Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, customer reinserted the same cartridge multiple times to address the event and insulin delivery was resumed. Additionally, customer reported ongoing elevated blood glucose (bg), however, the exact values were not provided. The cause of bg was unknown. Bg was addressed with a bolus via the pump, manual injection, and changing the supplies. Bg was 240 mg/dl at the time of report.